Event description:
It was reported an angio-seal device was deployed without complication at the right femoral artery. One day post deployment, the pt returned to the hospital with an infection at the puncture site. The pt was taken to the operating room for debridement of the puncture site. The pt has reportedly recovered.